Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.   To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a ventral/incisional hernia repair on (B)(6) 2020 and the absorbable straps were used. During surgery, the tack would not go through the barred mesh. A pro tack was used to complete the case with no patient consequences. There were no adverse patient consequences reported.